Event description:
It was reported that customer received minimum fill notification while attempting to load cartridge and was unable to complete process. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pump area, removed pump from case, and tried reloading same cartridge without success, then worked with technical support to properly fill and load new cartridge, after which pump functioned normally and insulin delivery was resumed.